Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned; it measured roughly 0.32" x 0.20". Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage, which may indicate potential mishandling/misuse. The monopolar cap is missing. Additionally, the instrument was found to have a completely broken and missing conductor cap. The missing piece was not returned and measures approximately in size 0.19" x 0.25". The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that the 8mm permanent cautery hook instrument had a yellow plastic broken. The procedure was completed with no reported injury.